Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered after removing the cycler cassette set from their cycler. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) following the event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered after removing the cycler cassette set from their cycler. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) following the event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the complaint product sample was received on 08/10/2022 from the customer, the sample was received without original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a damage in the film was found, that could be caused for friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. Liberty select cycler user¿s guide, ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection." .for the failure mode related to damage in the film during the manufacturing process a CAPA 991931 is open to implement corrective actions. According with the root cause investigation, the cassette could be damaged due to the handling of the cassette and cassette film during the leak test and the packaging of the set in the bag. This CAPA is related to the manufacturing process of all liberty cycler sets products (050-87216, 050-87215, 050-87212). A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered after removing the cycler cassette set from their cycler. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) following the event. Additional information was requested however to date has not been provided.